Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 15-aug-2024. Retained and returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). Although retained and returned cartridge testing does not fail for points outside allowable error (ea), the outcome of this investigation is that there is evidence that there are covers manufactured in act kaolin cartridge lot r24125 that do not have print on the cover. These missing print covers will generate results >1000 seconds which were seen in both finished goods and returned cartridge test events. A deficiency has been identified for act kaolin cartridge lot r24125 for missing cover print. Quality record (qr) (B)(4) has been initiated to address root cause.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2024, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 6 month old female in for cardiac bypass. There was no additional patient information available. Return product is available for investigation. Method : date: collected tested: results: hep/time : dose: comment: I-stat , on (B)(6) 2024 , (B)(6) , 09:17, 152, na , n/a, baseline test. Na , on (B)(6) 2024 , na , na , na , 10:00, 10000 u. I-stat , on (B)(6) 2024 , 11:41 , 11:41, >1000 sec , I-stat , on (B)(6) 2024 , 12:12 , 12:12, 489 sec, na , on (B)(6) 2024, na , na , na , 12:15 , 5000 u. Customer states that protamine was only used after testing was complete and coming off bypass. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway.